Manufacturer narrative:
The suspect device was returned for evaluation. A visual inspection confirmed an observed crack which likely occurred during product application when the female fitting was coupled with another component. Possibly due to overtightening when the stopcock was connected to another component during product setup/application. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges the three-way stopcock was leaking. This defect was found before use. No patient injury.